Event description:
Additional information was received from the manufacturer representative (rep) reporting that the ¿m¿ means month for follow up. There was no known cause. No actions were taken. The event did not resolve; impedances were still high. The session report from (B)(6) 2025 showed impedances varied all the way up to 40,000 ohms.

Manufacturer narrative:
G9- the manufacturing site ID was previously reported as 2182207. Additional review indicates the correct manufacturing site ID is 3004209178. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the health care provider (hcp) via the manufacturer representative (rep) regarding a patient implanted with an implantable neurostimulator (ins) for right lumbar radicular pain. It was reported that ¿m3 consultation¿ after implant the patient was still very well relieved but sometimes felt paresthesia under the right ribs and the impedances were > 3,000 ohms but it still worked well. At ¿m5 consultation¿ contact 2 was over 40,000 ohms and cannot increase intensities anymore. The program was changed. At ¿m6 consultation¿ impedances were up to 3,500 ohms on the contacts+, contacts 1 and 2 at 25,000 ohms. At ¿m9 consultation¿ stimulation stopped because it no longer worked, she cannot manage the intensities as she was blocked at 13 ma, which was not enough for her pain, and she received electric shocks. The patient has always been stimulated at very high intensities. It was decided to replace the lead on (B)(6) 2024, lead malfunctioned after 6 months because all the contacts failed one after another. During intraoperative for the lead replacement, impedances were between 900 to 3080 ohms (high on contact zero) but a good efficacy of stimulation as they found comfort in pain relief. At ¿m3 consultation¿ patient described again difficulties in increasing intensities. Impedances were between 4,000 ohms and 4,500 ohms on the contacts +, contacts 3 and 4 at 25,000 ohms (the program being on contacts 2, 3, 4). The patient was vigilant daily, has not resumed motorcycling, no notion of falls or prohibited movements or activities. The patient was still stimulated at very high intensities.